Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. After placing a filterwire ez in the lesion, a 5.5mmx30mmx135cm (4f) sterling was advanced for pre-dilatation. Following implantation of a carotid wallstent (cws), a 5.5mmx30mmx135cm (4f) sterling balloon catheter advanced for post-dilatation but inflation could not be done. The device was retrieved, and a pinhole was noted on the balloon. The procedure was completed with a non-boston scientific balloon. No patient complications were reported.